Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
During the pipeline deployment, it was reported that the pipeline could not be released from the distal capture coil and was removed from the patient.no injury was reported with the patient as a result of the procedure.